Event description:
It was reported that while on a pt, the anesthesia machine failed to deliver flow to the pt. The pt was removed from the anesthesia machine and bagged. There was no pt injury reported. (B)(4).

Manufacturer narrative:
A supplemental medwatch will be provided when investigation is finished. (B)(4).